Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of this articular surface component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the package insert associated with this persona ps articular surface, infection is a known potential adverse effect. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It is further reported that the patient underwent an articular surface exchange on (B)(6) 2014.

Manufacturer narrative:
Info was received via medwatch# mw5042703. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient received a knee implant in 2014, then underwent an add'l medical procedure that same year to correct an infection. The patient continues to experience severe pain, swelling and internal bleeding.